Event description:
It was reported that a patient underwent an atrial fibrillation and avnrt (atrioventricular nodal reentrant tachycardia) ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced first degree heart block that did not resolve. It was reported that a heart block type 1 was noticed. The heart block was confirmed while looking at the electrogram (egm). The patient was given medication (isuprel). It was reported that there was no medical intervention provided to the patient. Post-procedure there still was a heart block. Patient was in stable condition. Additional information was received and it was reported that the event was discovered after the ablation had been completed but before the catheters were removed from the body. The physician's opinion on the cause of this adverse event was that it was procedure and patient condition related. They believed that the procedure uncovered underlying, preexisting conduction issues. Patient status is unchanged. No extended hospitalization required.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).